Manufacturer narrative:
(B)(4). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and was found to have rotations per minute (rpm) below specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning. This was further defined as misuse, abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from austria that before surgery, it was observed that the motor device was defective. During in-house engineering evaluation, the device was found to have rotations per minute (rpm) below specification. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.